Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dissociation and breakage of polyethylene insert marathon +4 10 size 50 for 32mm head, it was implanted on (B)(6) 2017. Cup was not revised. Affected side is unknown. Doi: (B)(6) 2017; dor: (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) was used to capture joint injury and surgical intervention. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Affected side is the left side. The patient needed an early revision surgery.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. X rays were provided that confirmed the liner had disassociated and photographs of the explanted products confirmed that the liner had fractured. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.